Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro short port balloon popped 3/4s of the way through the harvesting procedure. No pieces had to be retrieved (clean burst). A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Maquet clinical rep was in attendance and reported that the filled volume was 20 cc of air.

Manufacturer narrative:
Investigation results: investigation was completed and visual inspection showed that the silicone outer coating and latex material were torn between the proximal and distal suture windings. Upon reassembly, it appears that the silicone outer balloon coating and latex forms a complete assembly. The reported complaint is confirmed. A lot history review was completed for the product, there was no nonconformance associated with the lot number.